Manufacturer narrative:
This report is being filed to submit an updated ar-p code in field h6.

Event description:
This report is being filed to provide an updated ar-p code in field h6.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the terminal leg segments of the lead that were returned was performed. The segments showed no defect or malfunction. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead segment characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient expired prior to explant of this right ventricular lead. No allegations were received against the explanted system. The lead was returned and is currently undergoing analysis. Analysis of the associated device confirmed that a shock was delivered into a shorted condition, indicating this lead was compromised. This issue may have caused and or contributed to the patient's death.